Event description:
Reference medwatch # 3901620000-2013-8009. The user facility reported that the plastic ac power connector that fits into the ac plate assembly is held into place by 2 plastic arms and when plugging and unplugging of the ac power cord into the connector one of the plastic arms can break away causing the ac connector to pivot. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The steris service technician was only permitted by the facility to inspect one of the three tables. During his inspection the technician found that the ac plate assembly on the table had already been replaced by the user facility's biomedical staff and the table was operating properly. The technician also identified that the surgical table's power cord was damaged and had been run over. If the surgical table power cord is run over or unplugged by pulling on the ac power cord with an excessive amount of force, the ac plate assembly including the ac connector can become damaged. The steris service technician counseled the director of biomedical that the user facility should review proper use and operation practices with the hospital staff to prevent damage to the ac plate and receptacle including the following: carefully removing/plugging the ac cord into the receptacle; preventing any impact damage or forceful removal of the ac cord which can damage the ac connector; ensuring the ac power cord is routed through the cord clip to prevent the ac power cord from being run over when the surgical table is moved.